Event description:
During a lap cholecystectomy procedure, placed clips become loose of the clipped structure. Jaws do not retain the clip completely. There were no adverse consequences to the patient. One device returning.